Event description:
Adverse event(s)" "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem(s) system underinfusing (underinfusion). A nurse reported a surgeon had two soft eyes. The infusion pressure had to be increased before the infusion kicked in and the eye reinflated. No pt injury was reported by the facility.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. The system associated with this complaint was not returned for evaluation and steps could not be taken to replicate or confirm the reported event; therefore, the root cause of the reported issue is unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).